Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information have been unsuccessful. Since the valve has been implanted for over 9 years, it¿s very unlikely that the issue is due to any potential manufacturing issue. Without the return of the valve for analysis, a root cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 1 month post implant of this bioprosthetic valve, it was replaced valve-in-valve. No failure mechanism was provided. No other adverse patient effects were reported.